Event description:
This right ventricular (rv) lead was initially reported to be dislodged thrice. Further investigation indicated that this lead had only dislodged once but is the third occurrence of an rv lead dislodgement for this patient.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged for the third time and exhibited oversensing along with inappropriate shock. There was no therapy exhaustion and no pacing inhibition observed. The rv lead was clearly pulled back so the physician opted to replace with a longer rv lead. The rv lead was no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that there was a set screw mark noted on terminal pin. The helix was retracted without damaged and the lead tip is normal. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The allegation against the lead could not be confirmed. No irregularities noted at tip region of lead that could be contributed to dislodgment. Lead passed electrical testing.